Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The customer data was uploaded by the canon USA service engineer. The problem was intermittent. Analysis of the date indicated that the problem was with the a/d pc board or the connecting ribbon cables. The engineer recommended that the customer return the sensor panel for repair. The decision was made not to repair the panel. (B)(4).

Event description:
The customer reported that half of the image was dark. The customer uploaded the image for review. The image density changed abruptly at a different location in the image. There was also a damaged pixel line. It is possible that the image was retaken, resulting in unintended radiation exposure.